Event description:
It was reported that micro bubbles were observed in the tubing of an unknown baxter IV set during infusion of dexmedetomidine. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.